Event description:
Procedure: laparoscopically assisted vaginal hysterectomy. Reportedly, the doctor states that instrument did not release any staples. The knife came across tissue, but no staples were laid. Resulted in significant blood loss, had to convert to open, to stop bleeding.